Event description:
It was reported, the customer was experiencing high blood glucose. The customer's blood glucose was 349 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer was feeling nauseous from their high blood glucose. Troubleshooting found the customer had several no delivery alarms in their alarm history. Customer stated they were able to resolve their no delivery alarm with a complete set change. It was also found the customer had a bent cannula after removing their infusion set. Customer also reported their cannula was occluded. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.